Manufacturer narrative:
(B)(4). Event problem and evaluation codes: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that replace sensor now message occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. However, a transmitter failed error was found within the investigation window. The reported event of a replace sensor now message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.